Event description:
Terumo cardiovascular was informed that out of box there was concealed damage to the tubing pack. The event did not result in delay of the surgical procedure.

Manufacturer narrative:
Terumo did received the actual device for eval. Visual inspection noted damage to the outer packaging and the inner sterile barrier (B)(4). It is unk where the damage occurred, thus reference conclusion code. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available info has been placed on file in quality mgmt for appropriate tracking, trending, and f/u. (B)(4).